Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. When the pump was turned on, an error code occurred. The reported complaint is confirmed. A defective main board and back up capacitor are the possible root causes for this problem. These were replaced and the deviced passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device displayed error/last error code and then it was followed by an operating voltage drop. There was no patient involvement and no patient harm/adverse event reported.